Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported error. The fse replaced the top cover, and the reported error was cleared confirming the reported event. The laser was then calibrated and passed full functional and electrical safety testing. Based on the information available, the cause that contributed to the reported courtesy error message event was most likely an electrical fault with the top cover.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure error 521 was received and it could not be bypassed. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported error. The fse replaced the top cover, and the reported error was cleared confirming the reported event. The laser was then calibrated and passed full functional and electrical safety testing. Based on the information available, the cause that contributed to the reported courtesy error message event was most likely an electrical fault with the top cover. The top cover has been received for analysis but analysis has not yet been completed. Investigation results will be submitted as soon as analysis is completed.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the patient had been sedated. Error 521 was received on the console and it could not be bypassed. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported error. The fse replaced the top cover, and the reported error was cleared confirming the reported event. The laser was then calibrated and passed full functional and electrical safety testing. Based on the information available, the cause that contributed to the reported courtesy error message event was most likely an electrical fault with the top cover. The top cover was returned. Visual analysis identified it was in over all good physical condition. Moderate scuff marks were observed consistent with normal usage wear. There was also a sticker stuck to the back of the unit. Functional testing of the top cover identified it would not power up.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the patient had been sedated. Error 521 was received on the console and it could not be bypassed. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.